Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during and implant before the lead was placed in the patient, difficulties extending or retracting the helix was observed. The lead was replaced and the procedure was completed without any adverse consequences to the patient.